Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. The patient had undergone a total debranch procedure. On an unknown date in 2021, distal end of the gore® tag® conformable thoracic stent graft with active control system became aneurysmal. Treatment for the aneurysm at the distal end was planned for later date. On (B)(6) 2021, a reintervention was performed. Two gore® tag® conformable thoracic stent grafts with active control system were implanted distally. Above information is captured in (B)(4). Below information is captured in (B)(4). On (B)(6) 2022, a follow-up CT revealed, distal end of the gore® tag® conformable thoracic stent graft with active control system (tgm343410j which was implanted most distally on (B)(6) 2021) became aneurysmal likely due to damaged intima of vessel (reportedly, it is difficult to describe this vessel condition) (1000-e:-other). A reintervention was planned for (B)(6) 2022. On (B)(6) 2022, a CT revealed aneurysm enlargement (amount unknown). A tevar procedure was performed urgently. Two gore® tag® conformable thoracic stent grafts with active control system were implanted. The patient tolerated the procedure. The physician suggested that the vessel got kind of damage due to radial force of the stent graft rather than distal sine. And he also said the patient vessel was weak.

Manufacturer narrative:
Imaging evaluation was concluded for the device which resulted in change of the a code from a24 to a0101.